Event description:
Caller alleged false positive tni (troponin) results. Results as follows: (B)(6): pts admitting diagnosis - elevated troponin, non stemi. Final diagnosis unk.

Manufacturer narrative:
Product support previously conducted testing of sob w49000 in another case with the following results. Product support tested cal z (neg ctrl) and cal h (pos ctrl) on retained sob lot w49000 devices. Observations were for tni recovery. The customer complaint of discrepant tni results or possible false positive was not observed with the negative or positive control samples. No error codes or device issues were observed. Error codes provided by customer were for the tni and ckmb spots. When an error code is given all values should be ignored and the sample should be rerun. No product deficiency was established. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. (B)(4). Corrective action not required at this time.